Event description:
It was reported that one intermate elastomeric device was observed to have a damaged luer lock connection. This condition was observed after filling the device with ceftazidim, prior to patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The initial visual inspection found the distal luer lock was broken. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.